Event description:
The customer reported that during a trans-urethral resection of bladder tumor, the cutting power was erratic and caused a small perforation of the bladder. The physician stated there was no need for repair; the perforation will heal on its own. The unit's power setting was set at 125 watts cut, and 60 watts coag. A replacement esu unit was used to complete the case without further issue. Customer medwatch number: (B)(4).

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used force4b generator was received and evaluated. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found the unit to function normally and within specification.